Event description:
It was reported that patient presented for routine generator change. During the procedure, the physician found that the set screw of the pacemaker was stripped. The physician made multiple attempts with different wrenches, but it was unable to hold the set screw. The lead was removed from the header with a surgical drill. The patient was discharged in a stable condition.